Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The type of reportable event provided with initial report was incorrect. The correct information has been provided in h1 section of this report.

Event description:
Customer was not an insulin pen user. The blood glucose at the time of the low was not indicated. Customer did not allege over delivery. There was medical intervention. Customer reported that she had high blood glucose before going to bed. She could not get her blood glucose under 260 mg/dl. The customer kept giving herself insulin about 4 unit total from 8pm to 12 am and ended up falling asleep. She woke up in the middle of the night and insulin pump said she was below 50 mg/dl and dropping. Ambulance came. Customer declined troubleshooting. The insulin pump was used at the time of the incident. Sensor was used. It is unknown if auto mode was used.

Event description:
Information received by medtronic indicated the insulin pen user experienced a low blood glucose of 120 mg/dl. The user alleged the insulin pump was over delivering insulin. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.